Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, there was lots of noise during implant and the lead could only be analyzed by testing in unipolar. It was believed that there was a grounding issue with the operating room bed, as all measurements were within normal limits when analyzed in unipolar. The lead was not used and was replaced. No patient complications have been reported as a result of this event.